Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up report at the completion of the investigation. Internal cross reference: complaint pr# (B)(4).

Event description:
It was reported to philips that the device switched off during a procedure and displayed "generator error". It is unknown if the procedure was able to be completed. No patient harm was reported. Philips has started an investigation for this complaint.

Manufacturer narrative:
Additional narrative: on the 10th of october philips reported that the system shut down during a procedure and displayed "generator error". This device failure did not lead to a death or a serious deterioration in the state of health of a patient, user or other person and based on historical data it's unlikely to do so were it to recur. Based on re-evaluation we do not consider this a reportable event. Corrected data: updated codes as per investigation outcome. Based on re-evaluation this complaint is not considered reportable.